Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a highest blood glucose of 385 mg/dl for approximately 1.5 hours above 180 mg/dl, after which the user changed to a 23" 6 mm infusion set to resume insulin delivery and received a device alert for glucose above 300 mg/dl for over 90 minutes. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, no ketone testing, and no medical intervention or assistance. Investigation included complaint handling, user interview, technical review, and troubleshooting with education. Investigation of this case revealed a device issue could not be confirmed and the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was identified and that the event was not related to a design or manufacturing deficiency.